Event description:
Customer called to report sensor issues on the insulin pump. Customer stated that the sensors are giving inaccurate readings. It was also stated that the pump experienced a low alarm and tried to go into threshold suspend. Customer's blood glucose reading was 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.